Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a bent cannula, which the customer suffered before but the pump did not alarm no delivery. Customer had high blood glucose due to the bent cannulas. Customer's blood glucose was 70 mg/dl at the time. Customer was wearing the pump at the time of admission and then it was taken off. Customer was changed to an IV insulin drip. They initially left the cannula in and just disconnected at the quick release. The bent cannula was noticed a couple of days later when it was removed. Customer is due to be discharged later today.

Manufacturer narrative:
The date of event provided with the initial report was incorrect. In addition, the blood glucose reading provided was also incorrect. The correct information has been provided with this report. Additional information has been received, which was not included with the initial report. The new information has been provided with this report.

Event description:
It was reported via phone that the customer called back to continue troubleshooting. The customer stated the emergency medical services were dispatched; was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer also experienced ketones; was also nearly in coma. The customer's blood glucose was 70mmol/l. The insulin pump failed to deliver insulin and customer did not receive a no delivery alert. Customer stated the cannula was double bent. During troubleshooting the self-test was completed and a low reservoir alarm was noted. No reservoir detected during displacement test. During high pressure test, no delivery received after 4.0u. Advised the customer there is no issues with the insulin pump, but will replace the pump.